Event description:
Used the onguard vial adapter on a paclitaxel vial. Pulled the appropriate amount of the drug with no problem. The second time when using the vial the syringe sucked in air and the drug leaked out of the top of the vial where it was spiked.